Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, a placement signal alarm occurred. The patient also had labs that were hemolyzed. The patient survived the event.

Manufacturer narrative:
The investigation for the hemolysis and optical signal issue has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. The pump passed the laser continuity test, and all the parameters were found to be within the specified range. The pump was run according to specifications in a bucket of water. The data log shows several placement signal low alarms while running on a higher p-level, with a drop in snr and a trending placement signal. The pressure level was reduced to p4 after reporting a suction alarm and low pump flow, which continued for a day of case run, accompanied by a trending placement signal and motor current. A recovery trend was observed in the motor current and pump flow towards the end of the case run. The cause of the hemolysis issue was patient condition related, based on data log review and returned product investigation. B5-the description of the event incorrected cited that the impella 5.5 was supporting the patient. However, this should have stated that the patient was on impella cp support.